Event description:
A male patient with a previous history of brain infarction and a pre-procedure diagnosis of an irregular shaped proximal aortic neck, underwent aaa repair in 2007. The procedure went as labeled, but confirmatory angiography revealed a type I endoleak. A balloon catheter was dilated at the sealing site, but the endoleak remained. Additionally, a main body extension was placed at the neck and the endoleak was almost resolved. The physician elected to observe the type I endoleak.

Manufacturer narrative:
Evaluation: still under investigation.